Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Explant date: the stem has not been revised. Please disregard the date submitted in the initial medwatch. Examination of the reported device was not possible as it was not returned. A search of the complaints databases against the provided product/lot code combination finds no other reports since its release to distribution. Corrosion at the femoral taper interface was noted intra-operatively. The provided medical records indicate the substance was removed from the femoral stem taper and the stem was retained at revision. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/02/2015 - plaintiff preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/20/15.

Event description:
Litigation papers allege pain, discomfort, swelling, elevated metal ion levels, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum, and elevated metal ion levels. Update: b)(6) 2014 - medical records received. Patient was revised to address corrosion at the head an d neck juncture. The stem and sleeve are being added to the complaint. This complaint was updated on: b)(6) 2014.